Event description:
Event description cpi received information that the patient with this implantable cardioverter defibrillator (ICD) presented to the hospital stating the device had been beeping for a week. Upon interrogation, the ICD displayed a message 'possible device malfunction'.